Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint "no working properly." Failure analysis found the primary failure of broken conductor wire to be related to the customer reported complaint. For clarification, the instrument was found to have a broken at the distal end. The instrument failed the electrical continuity test. No signs of thermal damage were observed.

Event description:
It was reported that the force bipolar instrument was not working properly. No further details were provided. Intuitive surgical, inc. (Isi) obtained the following information regarding the reported event: the customer was not able to provide any additional information.